Event description:
It was reported that balloon fail to deflate properly.

Manufacturer narrative:
MFR concluded that the actual device returned were made without production or material defects. In certain points of the device were found thinner in their outer diameter, which suggesting extensive pressure was applied onto these device during use. This could indirectly cause difficulty in inflating/deflating of the balloons.